Event description:
While implanting a screw, the head snapped off. The screw was not retrieved from the patient because it was fully seated in the bone and the head was flush with the cortex when it snapped off. To finish the procedure, the doctor put in a 1.7 cannulated screw about 5mm distal to the screw that broke. The quality of the bone was good. Procedure was a bunionectomy on the 1st metatarsal. No plate was used. Patient is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned devices includes the proximal head of the cannulated screw. There is severe damage inside the hex area where the driver would engage. Hex is stripped and there are also marks in the hex ID that does not seem to be from the driver. The complainant's event is typically caused by improper bone preparation or over-insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.